Event description:
It was reported that a cartridge alarm, specifically alarm 20, occurred during insulin delivery multiple times over a few days. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique and provided instructions for properly changing the cartridge. The customer was advised to call back if the issue persisted.